Event description:
Customer reported "the yellow adapter where the extension set attaches to the syringe is cracked and sprays saline." There was no report of patient harm or medical intervention required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.